Manufacturer narrative:
Date of event: (B)(6) 2018. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was unable to regain good coverage. It was noted that the patient had four elevated impedances. The physician took an x-ray and suspected a lead fracture. The patient will undergo a lead revision and an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced and the ipg was upgraded. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to regain good coverage. It was noted that the patient had four elevated impedances. The physician took an x-ray and suspected a lead fracture. The patient will undergo a lead revision and an ipg replacement procedure.